Event description:
On 01/17/2008 the daughter of a female patient contacted lifecor customer support to report that the patient had died in 2007. The daughter stated that the patient collapsed and that they called emergency medical services (ems). Once the ems arrived, they began CPR and transported her to the hospital where she died. The daughter states that the system never alarmed during the entire process. Support sent a box to the daughter for return of the system and has been in contact with the daughter, but the system has not been returned.

Manufacturer narrative:
Evaluation: the device in question was not returned and has not been downloaded. No new information has been learned from the family. A supplemental report will be written as soon as the equipment is returned to lifecor and evaluated.